Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was found leaking upon assessing the patient's drop-in oxygen saturation level. The cuff was re-inflated with 3mls of water and was later checked to find only 0.5mls of water left. Mother stated that the ent and respiratory therapy were notified with instruction to re-inflate the cuff with water when needed until the replacement trach tube arrived. The trach tube was eventually changed out. It was reported that part of the wedge used to remove the tube had caused a mucous plug which was relieved by suctioning. The patient's mother reported an elevated heart rate at that time but then resolved. There were no further reported adverse effects.